Manufacturer narrative:
During the investigation process it was discovered that the item number originally provided under MFR # 0002023141-2021-03357 was different than what was discovered by investigation team. The customer confirmed item number for the device was actually a tsvwb10 not a tsvtwb11. They were unable to provide the lot number. An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device location was #19 and was used for approximately 6 months . Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 information identified: contraindications, warnings DHR review: DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (tsvwb10) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: fracture : implant post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b1: additional report type selected b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative sections corrected: d1: brand name d4: catalog number d4: lot number not provided, UDI is unknown g4: 510(k) numbers have been corrected. Additional ones are k011028 and k013227 h4: device manufacturing date is unknown

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k101880.

Event description:
It was reported that the patient's crown had become loose. Upon examination, the implant was cracked requiring removal. Tooth #19.